Event description:
It was reported that when using the bd pyxis¿ es server, all stations were in disconnected mode, and the customers were unable to log in to place the stations into critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device of this incident, it was determined that all stations were in disconnected mode. A technical support specialist (tss) dialed into the server and logged into pes, confirming that all devices were showing as current. A server downtime query was executed and identified no issues. The tss confirmed that the issue originated on the server side. The customer it (information technology) applied a patch on the server, which caused the issue. Once it corrected the patching issue, the problem was resolved. The system functioned as intended after technical support specialist and it team troubleshot the device.